Event description:
The consumer reported inserting the extraction reagent of the binaxnow covid-19 ag card into his nose on (B)(6) 2022. The consumer reported having stomach pain reaction after exposure to the extraction reagent. The consumer confirmed that he no longer had the symptoms at the time he reported the event.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Technical service advised customer that instructions were not followed and that reagent is not supposed to go on the swab. They also provided the safety data sheet to the customer and no further action is required. According to the package insert in195000 v 3.0 precautions: the extraction reagent packaged in this kit contains saline, detergents and preservatives that will inactivate cells and virus particles. Samples eluted in this solution are not suitable for culture. The product will continue to be monitored and tracked.